Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that after a laparoscopic cholecystectomy procedure, the clips in the patient came loose post-operatively, resulting in the patient being re-admitted due to bleeding. They had to perform a re-operation on the patient. The condition of the patient immediately following the event was stable. The device was discarded.